Manufacturer narrative:
(B)(4). The complaint was confirmed. The field service representative (fsr) observed "flakes" of black throughout the water due to the deterioration of the hoses and solenoid valves. The customer stated bleach is used in the unit for sanitization. Per the operator's manual only chlorine should be used for sanitization. The customer decided to retire the unit. No further investigation was performed. An MDR remediation activity related to manufactured devices with a FDA product code ¿dwc: controller, temperature, cardiopulmonary bypass heater cooler" was conducted. This report is a result of the ¿heater ¿ cooler response remediation protocol 02-jun-2016.¿

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the ice was disappearing from the cooler heater. The device was not changed out as the perfusionist (ccp) continued to use for the cpb procedure. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.